Event description:
It was reported that this left bundle branch (lbb) exhibited loss of capture (loc) at maximum output. Subsequently, the patient underwent a revision procedure, and this lead was explanted and successfully replaced. No additional adverse patient effects were reported. At this time, this lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.